Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician found loose staplers and they were jamming during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600732 was manufactured on 10/03/2016 a total of 9,000 pieces. Lot was released on 10/06/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. No visual evidence of any damage exist. The stapler was received with 20 staples left in the cartridge, 15 staples were fired in the lab. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger the first staple properly formed and released. On the second and third attempt the staple would not drop. The complaint sample anvil was transferred back and forth to the lab sample stapler in an attempt to recreate the defect. The lab sample anvil was also transferred back and forth between staplers. A consistent, acceptable stapling pattern could not be achieved. The remaining staples were removed from the unit and other remarks: evaluated under magnification: there were no manufacturing related anomalies noted with the staples themselves. It could not be determined what prevented some staples from firing. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The root cause of the complaint cannot be determined. No corrective/preventative actions will be assigned. The reported complaint of, "found loose staples and jamming during use on patient", was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. Multiple attempts were made, but the stapler was unable to consistently fire staples. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 20 staples left in the cartridge, 15 staples were fired in the lab as part of functional testing. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The physician found loose staplers and they were jamming during patient use. There was no patient injury.